Event description:
Syringe pump programmed to run lipids at 0.2ml/hr. Syringe changed out and new lipids to run at the same rate over 24 hrs. Approximately 85 minutes later the pump alarm went off. At this time the syringe that had 4.2ml of lipids was now empty.